Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted wear/damage to the overmold around the jaws. Functional testing found that the device's jaw opening and closing mechanism was functioning properly. Rf tag shows 3 different timestamps, indicating the device was reused. The blade did not advance. Knife trigger was stuck and could not be actuated. The knife cut could not be performed. It was reported that the device was not cutting sufficiently and the knife blade did not retract. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur during decontamination of device. Regarding the knife issue, most likely root cause was damage done during decontamination/sterilization. The evaluation detected an unreported condition: of insulation/overmold damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the lf1212 sml ligasure jaw sealer/divider, the device was not cutting sufficiently, and the knife blade could not retract. The procedure was extended by 30 minutes as a result. The knife blade did not protrude beyond the edge of the jaws. No patient complications have been reported as a result of this event.